Manufacturer narrative:
Sanofi company comment dated 25-feb-2022: this case involves a (B)(6) female patient who experienced allergic reaction and difficulty bearing weight while being treated with while being treated with hylan g-f 20, sodium hyaluronate [synvisc] (first injection). Based on the available information, causal relationship between the event and suspect product was assessed as reportable/possible due to the feasible temporal gap. However, case would be re-assessed when further information regarding patient¿s past medications, concomitant medications, allergic history, ptc (product technical complaint) results, concurrent clinical presentations, and other risk factors becomes available.

Event description:
Allergic reaction [device allergy] ([injection site joint swelling], [injection site joint pain], [injection site joint effusion]), and difficulty bearing weight [weight bearing difficulty] . Case narrative: initial information was received from united states on 18-feb-2022 regarding an unsolicited valid serious case from a patient. This case involves a (B)(6) female patient who experienced allergic reaction and difficulty bearing weight while being treated with while being treated with hylan g-f 20, sodium hyaluronate [synvisc] (first injection) . The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. She stated she had synvisc 12 years ago with no trouble. On (B)(6) 2021, the patient received 1st injection of synvisc (hylan g-f 20, sodium hyaluronate) (lot - arsp013, expiration date: 30-apr-2023) for osteoarthritis (dose, frequency: unknown). On an unknown date in (B)(6) 2021 or (B)(6) 2022, after unknown latency, her knee swelled significantly (injection site joint swelling, intensity: severe, required intervention). She had much pain (injection site joint pain, intensity: severe, required intervention) and difficulty bearing weight (weight bearing difficulty, intensity: severe, required intervention). She had the second injection (B)(6) 2022. Hcp (healthcare professional) removed 50 cc of fluid just prior to injection (injection site joint effusion). She was given a medrol dose pack which was effective at reducing swelling, and pain. She did not have a third injection. Hcp (healthcare professional) told her she had an allergic reaction (device allergy, required intervention), not an adverse event. Relevant laboratory test results included: aspiration joint - on (B)(6) 2022: 50 ml [removed 50 cc of fluid just prior to injection]. Action taken: no action taken for all the events (as the received second injection as well). The patient was treated with methylprednisolone (medrol dosepak) for device allergy. At time of reporting, the outcome was unknown for both the events. A product technical compliant (ptc) was initiated, and results were pending for the same.

Event description:
Allergic reaction [device allergy] ([injection site joint swelling], [injection site joint pain], [injection site joint effusion]) difficulty bearing weight [weight bearing difficulty]. Case narrative: this case is linked to case(B)(4) (multiple devices). Initial information was received from united states on 18-feb-2022 regarding an unsolicited valid serious case from a patient. This case involves a 66 years old female patient who experienced allergic reaction and difficulty bearing weight while being treated with while being treated with hylan g-f 20, sodium hyaluronate [synvisc] (first injection). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. She stated she had synvisc 12 years ago with no trouble. On (B)(6) 2021, the patient received 1st injection of synvisc (hylan g-f 20, sodium hyaluronate) injection (16 mg/2ml) (lot - arsp013, expiration date: 30-apr-2023) for osteoarthritis (dose, frequency: unknown). On an unknown date in (B)(6) 2021 or (B)(6) 2022, after unknown latency, her knee swelled significantly (injection site joint swelling, intensity: severe, required intervention). She had much pain (injection site joint pain, intensity: severe, required intervention) and difficulty bearing weight (weight bearing difficulty, intensity: severe, required intervention). She had the second injection (B)(6) 2022. Hcp (healthcare professional) removed 50 cc of fluid just prior to injection (injection site joint effusion). She was given a medrol dose pack which was effective at reducing swelling, and pain. She did not have a third injection. Hcp (healthcare professional) told her she had an allergic reaction (device allergy, required intervention), not an adverse event. Relevant laboratory test results included: aspiration joint - on (B)(6) 2022: 50 ml [removed 50 cc of fluid just prior to injection]. Action taken: no action taken for all the events (as the received second injection as well). The patient was treated with methylprednisolone (medrol dosepak) for device allergy. At time of reporting, the outcome was unknown for both the events. A product technical compliant (ptc) was initiated on 18-feb-2022 for synvisc with global ptc number (B)(4), batch number: arsp013. The production and quality control documentation for lot number arsp013 expiration date (2023-04) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number arsp013 no CAPA (corrective and preventive action) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 08mar2022 there are (B)(4) complaints on file for lot number arsp013 and all related sublots. (B)(4) complaints are on file for lot number arsp013: (B)(4) syringe tip broken, (B)(4) leakage and (B)(4) adverse event report. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA is required. The final investigation was completed on 09-mar-2022 with summarized conclusion as no assessment possible. Additional information was received on 18-feb-2022 from other healthcare professional (from quality department). Gptc number was added. Additional information was received on 09-mar-2022 from other healthcare professional (from quality department). Gptc results were received and added. Text was amended accordingly.